Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not complete the boot up. Upon functional testing, the fse found that the flexvision pc did not boot-up even the incoming power was good. The fse confirmed that the flexvision pc was defective. The defective flexvision pc was returned for analysis which confirmed the assembly issue. To resolve the reported issue, the fse replaced the flexvision pc and reinstalled the software. After replacement and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.